Event description:
It was reported that during device check, post procedure, atrial sensing and capture testing showed a possible lead dislodgement. The lead was repositioned successfully and threshold and sensing were observed acceptable.